Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity. A clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hospitalization event. Based on the provided information, there is no documentation that shows a causal relationship between this event and the use of the liberty cycler or any fresenius product. Additionally, there is no allegation of a malfunction against any fresenius products involved in this event. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and the hospitalization for uremia remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
It was reported that a peritoneal dialysis patient was hospitalized coincident with peritoneal dialysis therapy. Per the peritoneal dialysis registered nurse, the patient reported that they were having unspecified problems with their cycler and was currently in the hospital for issues not related to their cycler. Upon further follow up with the patient¿s nurse, it was discovered that the patient was hospitalized for uremia due to missing multiple peritoneal dialysis treatments. The patient experienced fatigue, shortness of breath, and swelling as a result of being uremic. The peritoneal dialysis registered nurse stated that the patient was consistently non-compliant with their treatment and would skip their scheduled therapies. It was estimated that the patient¿s last treatment on their cycler was roughly two days prior to their hospitalization. The peritoneal dialysis registered nurse was unsure if the patient¿s original claims of cycler issues were genuine. While hospitalized, the patient was provided regularly scheduled peritoneal dialysis therapy as needed. The patient was recovering from the event and has remained hospitalized to continue their rehabilitation. The peritoneal dialysis registered nurse stated that it was believed the patient would continue treatment on the cycler upon discharge. As a precaution, a replacement cycler was provided for the patient. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated treatment was initiated and completed on the cycler with no issues noted. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A load cell verification test was also performed and the cycler was found to be within tolerance. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.